Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device displayed suboptimal and no flow rate. Per troubleshooting, the nurse was advised to disconnect and reconnect the pads using the proper technique. The flow rate was 0 l/min. The fluid delivery line was disconnected. Diagnostics were ran, and with the nurses finger over the port, they were still not receiving any flow. The inlet pressure was in the 12psi range and the circulation pump was operating at 100%. The nurse was advised to send the device to the biomed. Additional information was received from nurse manager (B)(6) on (B)(6) 2018 who stated that they borrowed a device from a neighboring facility and the patient continued therapy. Additional information was received on (B)(6) 2018 from biomed (B)(6), who noted that he troubleshooting with technical support and the device functioned appropriately. The pads were leaking which he believed caused the flow rate issues. The pads were discarded and the device was placed back into service.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads, using either patient temperature control mode, (automatic) or water temperature control mode, (manual). If the pads fail to prime or a significant, continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the device displayed suboptimal and no flow rate. Per troubleshooting, the nurse was advised to disconnect and reconnect the pads using the proper technique. The flow rate was 0 l/min. The fluid delivery line was disconnected. Diagnostics were ran, and with the nurses finger over the port, they were still not receiving any flow. The inlet pressure was in the 12psi range and the circulation pump was operating at 100%. The nurse was advised to send the device to the biomed. Additional information was received from nurse manager (B)(6) on (B)(6) 2018 who stated that they borrowed a device from a neighboring facility and the patient continued therapy. Additional information was received on 12nov2018 from biomed (B)(6), who noted that he troubleshot with technical support and the device functioned appropriately. The pads were leaking which he believed caused the flow rate issues. The pads were discarded and the device was placed back into service.